Manufacturer narrative:
The event initially reported was noted to be a service due alert and should not have been reported. Please disregard the initial report submitted with MFR: 3012307300-2020-01198.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "service due 39" was recorded in history. During analysis, the reported issue regarding "service due" was duplicated at power up. It was noted that service due date was up and was the cause of the reported issue. Service replaced the battery clock to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited "error 39". No patient was involved in this event. No adverse effects were reported.